Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker device was suspected to exhibit premature battery depletion. Data analysis showed the longevity change was caused by an increased power consumption due to chronic high atrial rates. Reprogramming options were recommended by a boston scientific technical services (ts) consultant to improve device longevity. The device remains in service. No adverse patient effects were reported.